Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that malfunction code was resettable, was provided pump reset instructions by technical support, and planned to call back because charging supplies were not available; no additional information was received regarding the outcome of the event.